Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that their spouse found the customer incoherent. In addition, it was indicated that the cause of the event was unk. At the time of the call, the customer had hbgs. It was stated that the hosp staff had removed the batteries from the pump for more than two hours. The customer did not know their basal rates and the pump went to factory settings due to the batteries being out of the pump, it was conveyed that the customer will be going to the urgent care to seek medical assistance. Also, the customer was treated with a manual injection and their bgs are still high.